Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s death. Though the exact cause of death remains unknown, the patient¿s death can be attributed to a progressive decline in health that was unrelated to pd therapy as reported by a medical professional. It is well known the esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Additionally, there is an increased risk of mortality in the esrd population attributed to cardiovascular disease and sudden cardiac events. Therefore, the liberty select cycler can be excluded as a potential root cause or contributor to this patient¿s adverse event. Based on the available information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse event.

Event description:
On 1/jul/2022, a patient contact reported to fresenius technical that a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler expired. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient expired on (B)(6) 2022 at home. It was explained the outpatient clinic was notified the patient expired via text message from a patient contact and specific details concerning this reported event remain unknown. It was affirmed the patient was connected to his liberty select cycler at the time of death. The patient had a progressive decline in health following a fall resulting in a spinal fracture and hospitalization approximately two months prior (exact dates of hospitalization unknown). It was reported the patient¿s fall resulting in spinal fracture and hospitalization were unrelated to pd therapy or the use of any fresenius product(s) or device(s). As the patient became less ambulatory from the spinal fracture, he experienced worsening comorbidities unrelated to pd therapy with a rapid decline in health. It was confirmed the patient¿s death was unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. The cycler underwent and passed a system air leak test, valve actuation test, go no go check and load cell verification. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler was able to complete the treatment without issues. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. There were visual indications of dried fluid under pump a and b mushroom head and within the recess of the bottom cover adjacent to the pump assembly. The cause of the observed dried fluid and fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On 1/jul/2022, a patient contact reported to fresenius technical that a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler expired. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient expired on (B)(6) 2022 at home. It was explained the outpatient clinic was notified the patient expired via text message from a patient contact and specific details concerning this reported event remain unknown. It was affirmed the patient was connected to his liberty select cycler at the time of death. The patient had a progressive decline in health following a fall resulting in a spinal fracture and hospitalization approximately two months prior (exact dates of hospitalization unknown). It was reported the patient¿s fall resulting in spinal fracture and hospitalization were unrelated to pd therapy or the use of any fresenius product(s) or device(s). As the patient became less ambulatory from the spinal fracture, he experienced worsening comorbidities unrelated to pd therapy with a rapid decline in health. It was confirmed the patient¿s death was unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s).

Event description:
On (B)(6) 2022, a patient contact reported to fresenius technical that a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler expired. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient expired on (B)(6) 2022 at home. It was explained the outpatient clinic was notified the patient expired via text message from a patient contact and specific details concerning this reported event remain unknown. It was affirmed the patient was connected to his liberty select cycler at the time of death. The patient had a progressive decline in health following a fall resulting in a spinal fracture and hospitalization approximately two months prior (exact dates of hospitalization unknown). It was reported the patient¿s fall resulting in spinal fracture and hospitalization were unrelated to pd therapy or the use of any fresenius product(s) or device(s). As the patient became less ambulatory from the spinal fracture, he experienced worsening comorbidities unrelated to pd therapy with a rapid decline in health. It was confirmed the patient¿s death was unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.